Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited air/water flow issues. The device was returned as part of annual maintenance. An evaluation of the returned device revealed clogging of nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The device exhibited reduced angulation. The control knob was stiff. Gap of adhesive on the bending section cover was noted. The insertion tube was deformed. The flexibility adjustment wires were stretched. The universal cord was defective. The light guide lens was cracked. The switch was defective. The control body protector was damaged. Conduction failure of scope exterior (between distal end and connector) was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. There were few additional findings during device evaluation. The air/water supply volume has been inspected for an air and water flow issue. Indeed, neither air nor water at the output of endoscope has been observed due to a clogged nozzle. The adhesive of the bending section cover was worn out and separated. The distal end cover insulation was out of range. Knob play was noted due to connecting tube wear. Guide plates were deformed. Key top was cut. Light guide tube was wrinkled. Air water port was loose. Key top and protector of connecting tube was damaged. The inspection findings were a result of wear during handling and reprocessing. The replacement of nozzle, bending section cover, connecting tube, distal end cover, light guide lens, guide plates, key top, light guide tube, connector (included air-water port) was required. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see update to event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the air/water flow issues were found before a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was sent back for annual maintenance where it was found that foreign material was clogging the nozzle. Based on the results of the investigation, olympus could not identify the foreign material. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.